Event description:
The surgeon reported a system message displayed during a set up. The pt was under anesthesia. The surgery was not completed. Additional info was requested on the event and pt status. No pt injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will filed as necessary when additional reportable info becomes available. (B)(4).